Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. There was blood in/on the helix mechanism.

Event description:
It was reported that there was difficulty positioning the right ventricular lead during an implant attempt due to the patient's anatomy. Another lead was used. No patient complications have been reported as a result of this event.